Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that 3 months after dental implant was installed in intraoral region 7#, its non-osseointegration was observed. In addition, 45 ncm of primary stability was achieved, immediate implant was performed, bone graft was executed and the patient presented bone type ii.